Event description:
This lead was explanted due to high thresholds. The device was also replaced due to a battery of 23 percent after two years of implant. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is4 connector pin. All fragments were received for analysis and were visually and electrically analyzed. The visual inspection showed several cuts in the insulation which occurred most likely during the explantation procedure. During the electrical analysis no peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported high thresholds. The manufacturing process for this leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.